Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400732622. Six photographs and one used sample without packaging were provided for investigation. Upon evaluation of the images, two photos visualized the pump with blood residue. The remaining images displayed the sample label and the pump with tubing detached from the space pump. The sample was observed to be used, contaminated with blood, and detached. The reported issue was confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Incidents of this nature are attributed to operator oversight during the manual solvent application process of the product. The operator applied insufficient solvent on the tubing during the bonding process. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: during therapy rn primed 490105 with saline and blood, loaded pump and started infusion. Not longer after patient said that blood was leaking. Rn looked for leak and said the blood was leaking from under the IV pump and started dripping on the floor. When rn went to take out tubing, the tubing separated on the left side of the line loading guide. Blood splattered everywhere (inside and outside the pump) causing delay in infusion.